Event description:
The pt's iliacs were heavily calcified and difficult to access. Iliac dilators were used prior to placing the main body delivery system. The main body graft and iliac legs were placed without incident, but after placement a small dissection was noted just distal to the iliac leg graft on the right side. A bare metal stent was placed to resolve the dissection. No endoleaks were noted on the final angiogram. It should be noted that the pt's bp fluctuated quite a bit during the procedure. The pt was taken to recovery where her blood was noted to be low, so she was given blood. The pt was hypotensive and not waking up well. The pt then coded, but was able to be revived. The physician elected to take the pt back to the or where a left common iliac injury was noted distal to the graft. It was bleeding posteriorly. The physician ligated the femoral artery and performed a fem-fem bypass. The pt coded again that night and was unable to be revived. Refer to 1820334-2006-00291.

Manufacturer narrative:
This event is still under investigation.